Event description:
Clinical study. It was reported that approximately 2 years after a coronary drug eluting stenting treatment procedure, the patient expired. The patient was admitted with complaints of dyspnea on exertion, lower extremity edema, and dry cough. The index procedure treated a 3.0x16mm, 90% stenosed, and mildly calcified lesion in the proximal left anterior descending artery (prox lad) with direct placement of a taxus express2 3.0x20mm drug eluting stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin indefinitely and plavix for three months. Approximately 2 years after the index procedure, the patient expired with the cause of death as "unknown". The patient's wife stated that, the patient expired in 2006 with the date unknown. The death is not in social security death index as of yet. It is unknown if target vessel is involved or if the autopsy was performed. No further information is available at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.